Event description:
The medical surveillance specialist (mss) has reviewed the customer care advocate (cca) documentation. On (B) (6) 2010, the lay-user/pt contacted lifescan (lfs) alleging that the one touch ultramini meter has a power issue (meter does not turn off). The pt claimed that she had high blood sugar symptom after the product issue began. It is not clear how or if the alleged power issue altered the pt's diabetes management. The pt did not report of receiving any treatment at the time of concern. It would have been helpful to know the pt's diabetes medication regimen and testing frequency, the duration of the symptoms, what treatment did the pt receive in order for the symptoms to abate, could the symptoms have been prevented, was the pt's diabetes medication changed immediately before or sometime after the aforementioned symptoms and the events leading up to the pt's medical intervention/reported symptoms such as blood glucose readings, diabetes medication intake, food intake, and physical activities. During troubleshooting, the power issue was resolved with training. It is unclear how the reported power issue altered the pt diabetes management. Hence, the association between the power issue and the alleged high sugar symptoms remains unclear. However, this complaint is being reported because the pt claimed she had high blood sugar symptoms after the power issue began. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.